Event description:
It was reported that a spectrum pump alarmed system error 105 in the oncology care area prior to therapy. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom system error 105 alarms through observation of the symptom, but could not reproduce it during evaluation. Evaluation determined the cause to be a failed motor flex. The failed motor assembly was replaced.